Event description:
It was reported that the patient underwent surgery for l4-5 plif with peek interbody device. Posterior fixation was implanted on one side at l4-5. L5 on the contralateral side was fractured during the procedure and no hardware was implanted. Post-op the device migrated at the side without fixation. A second procedure was performed and the peek device was replaced with autogenous bone. Posterior fixation was extended from l3 to s1, skipping the fractured l5.

Manufacturer narrative:
(B)(4) (revision surgery). The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.